Manufacturer narrative:
Device was found to have a power issue. The device was repaired and retested to meet all the specifications on 08/11/2014. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016.

Event description:
The user reported that "the pump is cutting off in the middle of an infusion even when plugged up" and that "the screen is going blank when infusing." No patient injury or harm was involved in this case.